Manufacturer narrative:
An event of device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 14mm amplatzer septal occluder was successfully implanted. It was reported that the occluder was implanted to close two defects - an atrial septal defect (asd) and a patent foramen ovale (pfo) - and there were no implant complications. However, a few hours post-implant procedure, the device embolized and was snared successfully. The patient was reported to be in stable condition.